Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. The device is part of the advisory for this model.

Event description:
It was reported that the patient showed up at emergency room with enrhythm at elective replacement indicator (eri). The device status is unknown at this time. No patient complications have been reported as a result of this event.